Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture, baker grade unknown".

Event description:
Healthcare professional reported unknown side capsular contracture, baker grade unknown, and bilateral exchange. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, fold creases, white calcification on the shell, cloudy color in the gel, deformation. The device was overweight. Even though the device is currently overweight, it is not considered a workmanship since all units according to the filling procedure are within specification when released in the manufacturing process. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Healthcare professional reported unknown side capsular contracture, baker grade unknown, and exchange. Device has been explanted.

Event description:
Device has been explanted.